Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced minimed mobile application didn't work. The customer reported no adverse event. The event involved product(s) mmt-6101. It was identified that the operating system on the mobile device was modified. Instructions were provided to resolve the issue, escalation required. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
An attempt to reproduce the reported event with minimed mobile app (software version 2.5.0) installed on xiaomi 12 (android 12) with mmt-1885 780g pump (software version 6.7v.3) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4) version e. Since there were no logs for analysis we could not say for certain the root cause of the issue. However the most likely cause is due to the internet connection being used. Helplined detailed that other devices were tried in order to get the minimed mobile app to work. In all cases the ""no internet connection"" screen was shown. It is possible the internet has certain restrictions which is disallowing our the mobile devices from connecting to our carelink servers. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: try using our app while connected to a different wifi. Turn off any vpn's being used on the network. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.